Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response from row 3 keys (#o, #1, #2, and #3), which was experienced during eval. The remaining keys were tested and functioned as designed. It was found to be caused by a failed keypad. He failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported there was no pt injury.